Event description:
Toothbrush head keeps falling off while in use - oral-b [device breakage]. Toothbrush head [...] Isn't clicking in properly - oral-b [device connection issue]. Case narrative: female consumer via e-mail reported that the oral-b toothbrush head kept falling off of the oral-b toothbrush handle, type 3772 while in use and it was not clicking in properly, causing her to nearly stab herself in the gums with the metal inside. No injury was reported. 03-aug-2024 follow-up via e-mail: the concomitant product was oral-b power oral care refills precision clean eb20 brush set. No injury was reported. 05-aug-2024 case update from information originally learned on 03-aug-2024 via image: the suspect product lot number was 3cb20750957. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Manufacturer narrative:
(B)(6)2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Toothbrush head keeps falling off while in use - oral-b [device breakage] toothbrush head [...] Isn't clicking in properly - oral-b [device connection issue]. Case narrative: female consumer via e-mail reported that the oral-b toothbrush head kept falling off of the oral-b toothbrush handle, type 3772 while in use and it was not clicking in properly, causing her to nearly stab herself in the gums with the metal inside. No injury was reported. 03-aug-2024 follow-up via e-mail: the concomitant product was oral-b power oral care refills precision clean eb20 brush set. No injury was reported. 05-aug-2024 case update from information originally learned on 03-aug-2024 via image: the suspect product lot number was 3cb20750957. No injury was reported.